Manufacturer narrative:
Manufacturing facility: baxter healthcare. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette was not able to disconnect from the transfer set after completing therapy and closing the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.